Event description:
It was reported that the left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).